Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited backup vvi operation. The patient was brought into the clinic for further testing. After device software download, normal function resumed.